Event description:
Event description cpi received information that an invasive procedure was performed due to lead dislodgment with high thresholds of this bipolar lead, model 4269. When the lead was reconnected to the implantable pulse generator (ipg), model 1130, intermittent pauses were noted. A new lead was connected to the ipg with the same issue, but the lead functioned appropriately when disconnected from the ipg. The physician elected to explant the ipg. A new model 1130 was successfully implanted with the new lead.